Manufacturer narrative:
Qn# (B)(4). The reported complaint for iab "deployment did not happen, balloon was damaged" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "while trying to deploy the balloon, the deployment didn't happen and balloon was damaged". Another catheter was used to complete the procedure at the same insertion site. No patient injury or consequence reported. Patient's current condition reported as "ok".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "while trying to deploy the balloon, the deployment didn't happen and balloon was damaged". Another catheter was used to complete the procedure at the same insertion site. No patient injury or consequence reported. Patient's current condition reported as "ok".